Manufacturer narrative:
Siemens healthcare diagnostics inc. Has investigated the provided information to determine the cause of the discordant prothrombin time (pt) / international normalized ratio (inr) patient result generated on the sysmex ca-1500 analyzer. No product non-conformance nor system issue could be identified. Quality control was within specifications both before and after the event and all other patient samples produced expected results. A potential cause for obtaining "no coagulation" flags may be due to sample handling/interference issue or the nature of the sample. As per the sysmex scientific bulletin: ca series measurement evaluation and check methods, results without numerical values must not be reported. However, the customer's laboratory policy allows for reporting of a "no coagulation" error as "> reportable limit." The cause of the discordant prothrombin time (pt)/ international normalized ratio (inr) patient result generated on the sysmex ca-1500 analyzer is unknown. The instrument and reagent are performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant prothrombin time (pt)/ international normalized ratio (inr) patient sample result was generated using dade innovin lot 549701 on a sysmex ca-1500 analyzer. All qc was in range prior to testing. The patient sample was measured on (B)(6) 2018 at 11:15 am and a result of "no coagulation" was generated. The sample was checked for clots, remixed, and respun for three (3) minutes. The same patient sample was rerun on the same system at 11:34 am and a result of "no coagulation" was generated again. The pt / inr result was reported to the physician as pt > 148.7 seconds and inr > 8.7. The physician questioned the result and the patient was then tested (by finger stick) for inr at the doctor's office and an inr of 2.0 was generated. The result was not reported. The customer refrigerated the patient sample on (B)(6) 2018 and reran the sample on (B)(6) 2018 from the original 2.7 ml vacutainer tube sample on the same sysmex ca-1500 analyzer and recovered pt 20.1 seconds and inr 2.0. A corrected report was not issued. There are no reports of adverse health consequences due to the discordant pt/inr patient result.